Event description:
It was reported to nova biomedical on (B)(6) 2013, "that the consumer was found by her (B)(6) mother passed out on the floor on three occasions." It is unk if there was any medical or emergent food intervention for two of three events. On (B)(6) 2013 emts transported the consumer to the hospital. The consumer stated, "I don't recall specific details of the incidents." The meter and test strips will be returned for evaluation.

Manufacturer narrative:
The 1 of 3 reports - related medwatch reports: 3004193489-2013-00136, 00137. The strip lot # 1020213155, expiration date on: 06/2015. Control solution range: 82-127 mg/dl. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.